Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 2mg/ml at 1. 4781mg/24hr via an implantable pump. It was reported that following a routine pump replacement procedure, the patient experienced therapy loss of efficacy. There were no reported environmental, external or patient factors that may have led or contributed to the issue. The dye study showed strange results. The drug seemed to be delivered to the wrong place, far inferior to the tip of the catheter. The actions and interventions taken to resolve the issue was a revision of the system was done. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID: 8731sc, serial# (B)(6), implanted: (B)(6) 2010, product type catheter; product ID: 8596sc, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6), ubd: 07-apr-2012, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(6), ubd: 16-jun-2024, UDI#: (B)(4). H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 ¿ analysis of the catheter found ¿no significant anomaly ¿ catheter body deformed in shape ¿ did not affect infusion.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2024 :bupivacaine with concentration 25.0 mg/ml at a dose rate of 18.476 mg/day, hydromorphone 2.0 mg/ml at a dose rate of 1.4781 mg/day, clonidine with concentration of 850.0 mcg/ml at a rate of 628.19 mcg/day, and ropivicaine with concentration of 10.0 mg/ml at a rate of 7.390 mg/day. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.